Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that inner bag(reservoir) of a small volume folfusor burst causing the liquid to leak into the pump shell. The issue was detected before application. There was no patient involvement. No additional information is available.